Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluation found the motor got hot. Motor failed specs due to higher amps causing the motor to get hot after 15 seconds of run time.

Event description:
It was reported that midwest e 1:5 ca overheated during use; no injury resulted.